Manufacturer narrative:
The hill-rom technician found the siderail not latching due to fluids/blood getting in the latch hardening and preventing it from operating normal. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch and spring to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the right intermediate side rail is not latching in the upright position. The bed was located at the account in intensive care unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).